Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump became unresponsive after it went into the pool. Customer¿s blood glucose level was displayed as high with ketone levels of 1-2 mg/dl. Customer received normal third party assistance and administered a manual injection to address bg level. The customer reverted to manual injections for insulin therapy.